Manufacturer narrative:
Additional information was received that the post-implant balloon aortic valvuloplasty (bav) was performed after an echocardiogram showed mild-moderate paravalvular leak (pvl). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a symptomatic left cerebellar infarction developed. Rehabilitation was performed. It was reported that a pre-implant and post-implant balloon aortic valvuloplasty (bav) had been performed during the implant procedure due to severe calcification of the patient anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the physician did not attribute the infarction to the device but rather the balloon aortic valvuloplasty (bav) that was performed during the implant procedure due to the potential movement of calcification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The corrected event date was received and updated in section b3. Updated h6. Additional information was received which indicated that weakness in the left upper and lower limbs was noted one day after implant. Magnetic resonance imaging (MRI) identified an acute cerebral infarction in the left cerebellum, right cerebellum, left occipital lobe, bilateral frontal lobes, left ventricular paravertebral and right parietal lobe. Intravenous medication was administered and improvement was observed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A variety of factors can influence the onset of stroke/cerebral infarction. Per the information reported, the physician did not attribute the infarction to the device but rather the balloon aortic valvuloplasty (bav) that was performed during the implant procedure due to the potential movement of calcification. Stroke it is a known potential adverse effect per the device instructions for use ( IFU). Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported severe calcification of the patient anatomy. Therefore, calcification levels may play a role in the reported mild-moderate pvl. With the limited information and no images to review, we are unable to conclusively determine the cause for this report. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.